Event description:
It was reported by the abbott technical services that the patient presented remotely via merlin.net. The patient's pacemaker was found to be in backup mode. No intervention and no patient consequences was reported.

Manufacturer narrative:
The reported event of device in backup mode was not confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found at normal levels. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
New information received notes the patient was presented to the hospital for a scheduled procedure. The pacemaker found to be in back up mode was explanted and replaced on (B)(6) 2024. The patient had no adverse consequences.